Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with patient ID (B)(6) and study ID (B)(6) having spinal therapy. Interventions action subtype: ae result in any treatment action result: y outcome status not recovered/not resolved diagnostics action type: diagnostic action subtype: computed tomography-1 action result: 1. Stable postsurgical changes from l2-s1 consistent with fusion and laminectomies. Similar loosening of the s1 transpedicular screws. 2. Degenerative changes most pronounced in the adjacent l1-2 level causing moderate spinal canal stenosis and moderate bilateral neural foraminal narrowing. 3. Heterogeneous appearance of the left iliac bone with thickened trabeculae, which could be postsurgical related or possibly relate to underlying paget's disease. Action date:(B)(6) 2025 action info: clinically significant y action type: diagnostic action subtype: diagnostic tests performed action result: y action subtype: hospitalization action result: no hospitalization action subtype: medication administration action result: yes any of these opiates or narcotics (adjusted or administred) no it was reported that worsened back pain, computed tomography showed lucency around sacral screws.

Manufacturer narrative:
MDR was submitted in accordance with activities related to CAPA#734075. A5a: patient ethnicity- white d4: lot# is unknown; UDI is unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: event description is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention. Site related assessment: possible related to the study device and procedure index surgery. Sponsor assessment: not related to the index surgery and causal related to the study device